Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, including device lot number, but further information was unable to be obtained.

Event description:
It was reported that the stent was not adequately apposed to the vessel wall, resulting in occlusion and additional intervention. An eluvia us, 6x150, 130 cm was selected for use. The patient was implanted with the eluvia in (B)(6) 2024. On (B)(6) 2025, the patient presented with recurring symptoms. It was revealed that the eluvia was completely occluded. Imaging revealed that the stent was not apposed correctly to the vessel wall. The apposition issues were not evident on angiography at the time the stent was placed. To treat the event, an additional stent was placed to cover the abnormal portion of the eluvia.